Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 12.2 mmol/l. The customer reported that the insulin does not exit the tubing with manual prime. Customer stated that they are able to assemble a new infusion set and reservoir. The customer reported that the insulin pump alarmed during manual prime. The customer was advised to insert new reservoir and run manual prime to at least 5 units and they observe insulin exit the tubing or pump alarms. Customer reports that insulin does not exit the tubing with manual prime. The customer was advised that the pump will need to be replaced. The customer was advised to retrieve and save pump settings and was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.